Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the jaw of the subject device broke off in the middle of a procedure. The reported malfunction occurred during a therapeutic hysterectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Update: h4. The device was returned to olympus for inspection and the reported failure was not confirmed. The ptfe pad (teflon pad) was inspected and found to have normal wear; no metal exposed. The distal end of the device was inspected under a microscope and found no damage to the probe unit. The wiper movement is normal. A definitive root cause could not be identified. Based on the results of the investigation, a cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.